Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached early elective replacement indicator (eri), lasting only one a half years. The right ventricular (rv) lead was programmed at 5v at 1ms with a threshold of 3.25v at 1.0 ms and the lv lead outputs were programmed at 3v at 1.2 ms with a threshold of 2.5v at 1.2 ms. The device had only delivered 1 shock and 8 atp therapies. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).